Event description:
The following has been reported by customer: repeatedly failed flow rate test; low flow output. Replaced stepper motor. Full description: this pump has repeatedly failed to pass the flow rate test, by outputting below the 23.25ml minimum-repeated efforts to calibrate the pump have failed, for some reason the output of the pump is so low that partner will not accept the value -reflashed cpu board and still face the same issue of not being able to calibrate. Electrical safety: -double insulated, no electrical safety necessary notes:-spent quite a bit of time trying to figure out why the flow output was so low, and why partner would not accept new calibration values -replaced stepper motor and pump works fine 2025-01-27:-put a new stepper motor in the pump and now the flow output is within normal range and partner now accepts calibrations reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the motor solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective motor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.